Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain reported on (B)(6) their leg gave out and they fell down a flight of stairs. Since falling the consumer hadn't been able to use their recharger or patient programmer (pp) to turn stimulation on and was unable to recharge. It was noted stimulation was not on at the time of the fall, since he didn't use stimulation constantly, but thought he tried to turn stimulation on the same day and was unable. The consumer reported seeing the poor communication screen, and even changed the batteries in the pp. When the battery was plugged in they saw a big question mark on the implant battery. When recharging was attempted no coupling boxes were achieved no matter where the recharger was set or if the dial was turned. It was noted the consumer was unsure of the last time they charged, but would only let it get down to 1/2 before recharging. Troubleshooting was limited due to lack of access to product.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.